Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 did not recover. The field service engineer rebooted the station into the hardware test application (hta) and thoroughly tested drawers 3.1 and 3.2 and found no problems. The station was then booted back into the station application, and the drawer recovered successfully. Functionality was verified via the station application and hta, and a registered pharmacist (rx) technician confirmed functionality through the inventory function. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.